Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis- a review of the controller log files associated with the event confirmed the increase in power consumption and estimated flow. A rise in power consumption has been logged starting march 27, 2016 to a peak of 6.6w on april 3, 2016 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The lvad pump hw23007 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was "noted to have increase power and flow in clinic but was settling down, no effect on patient" and with no clinical symptoms on presentation. It was stated that it was instructed to the patient to observe power and report any further elevation. It was also stated that the patient was admitted to hospital (B)(6) for increased power and flow parameters. It was further stated that the patient's parameters (power) settled over the weekend and then (B)(6) had a sudden spike in power again. Tee was performed and no visualization of thrombus seen. It was reported that the patient received thrombolysis administration on the weekend of (B)(6) 2016. No additional information has been received.